Event description:
It was reported that during blade insertion, and after locking the blade with the impactor, the blade was stuck in the impactor with no ability to disengage. The surgeon had to open another proximal femoral nail antirotation set (for a new impactor) and put a new blade in. This is report 2 of 2 for this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned for evaluation.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the device was returned for inspection and the event was confirmed whereby the blade jammed in the impactor during insertion. Investigation has shown that the pfna (proximal femoral nail antirotation) blade showed heavy damages. The measurable dimensions of the complained impactor and the pfna blade were checked and found to be in compliance with all technical specifications. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. All parts passed visual and dimensional inspection requirements and all records indicate that the product was manufactured to specifications. The review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The product was manufactured to specifications and no product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected. As the investigation revealed that the blade showed heavy damages, the device failure is related to the conditions of use and it is indicative that the connection between the impactor and the pfna blade was over tightened during insertion which finally led to the jamming. Therefore, operational context contributed to this event. Device was returned and evaluated.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.the manufacturing documents were reviewed and no complaint related issues were found.(B)(4)

Event description:
This is report 2 of 2 for this complaint (B)(4).